Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the ipg pocket was washed out and the infection was resolved. During the revision, lead migration was discovered which was reported in manufacturer report number 1627487-2020-23358.